Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had damage. The customer¿s blood glucose was unknown. The customer was not assisted with troubleshooting. The customer states that the insulin pump had scratches on the display screen, crack on the insulin pump casing on the upper right side, insulin pump makes unusual grinding noises when rewinding, insulin pump had rejected new battery a couple times, insulin pump rewind was slower than in the past and insulin pump gets unexplained no delivery alarms. The device will not be returned for analysis.